Manufacturer narrative:
The following previously reported products no longer apply to this event: product ID 8780 lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was clarified that the hcp did not have access to fluoroscopy and had attempted to visualize and access the catheter with plain x-rays and was unable to visualize the entire length of the catheter. There were no further complications reported at this time.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving prialt (12.5mcg/ml at 15mcg/day) and dilaudid (5mg/ml at 6mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the hcp began to become concerned that there may have been a catheter concern when the patient failed to adequately respond to dose titration following his pump implant on (B)(6) 2018. She attempted to do a dye study on (B)(6) 2018, but was unable to visualize the catheter adequately. As a result, the hcp determined to bring the patient to the operating room (or) to do an open exploration of the catheter. In the or, she was able to access the catheter through the catheter access port (cap) and aspirate cerebrospinal fluid (csf). She then performed a dye study, under fluoroscopy, and was able to visualize the full length of the catheter with dye at the catheter tip into the csf. At this point, the hcp determined to continue to titrate medications to efficacy. No environmental, external, or patient factors were reported to have caused this issue. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.